Event description:
The device was being used to treat a patient and reportedly gave a charge removed message while the device was charging the defibrillator. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.